Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time(B)(4)

Manufacturer narrative:
The compromised force sensor system error alarm occurred during basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported receiving an aa33 alarm while changing out the set and then insulin shooting out. The customer stated that the insulin pump occasionally is dropped; otherwise no significant events leading up to the problems. The customer's blood glucose value was 110 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.